Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder1, aaa endoprosthesis. The patient's aortic neck was angulated and measured 90 degrees. The patient was not a candidate for open surgery. The trunk ipsilateral leg was placed and deployed, intra-operative imaging showed a distal type I endoleak. The contra lateral leg unintentionally covered the left hypo gastric artery. Final imaging showed a distal type I endoleak. The physician chose to wait and watch the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient was pxt261418/lot# 04887784.